Event description:
It was reported that it was not possible to power on the subject programmer.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue most probably due to a defective fuse and/or a defective power supply unit board.

Event description:
It was reported that it was not possible to power on the subject programmer.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that it was not possible to power on the subject programmer.